Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the last bolus and the last basal delivery were on (B)(6) 2014. Pump boots to the verify screen with audible and vibratory features. Pump was exercised for 24hrs with no errors. A normal 10u bolus and a 10u audio bolus were successfully performed. Both were accurately recorded in the pump history. No hypersensitive keys were observed. The total daily dose (tdd) adds up correctly and reflect the users programmed basal rate. Typical usage alarms observed in alarm history. Pump successfully passed a delivery accuracy test and was found to be operating within required range and delivering accurately. Investigators were unable to duplicate the complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient contacted animas on (B)(6) 2014 alleging a history settings (inaccurate delivery) issue. The patient stated that they had a blood glucose (bg) of hear 40mg/dl (not below) with tiredness, shakiness and unsteadiness when standing and or walking. Customer support reviewed settings and basal delivery totals in total daily dose match active basal program total or are as expected and the basal history matches the active basal program settings. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.